Manufacturer narrative:
This ICD will be returned to boston scientific for analysis. Upon completion of analysis, or if further pertinent information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Inspection of the device noted all setscrew seal plugs were intact. Additionally, each setscrew was verified to operate as designed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A laboratory test lead, was lined up with the witness seal ring marks left within the header port by the chronically implanted right ventricular (rv) lead. It was confirmed that the rv lead appeared to have not been fully inserted and may not have been making good contact with the connector within the port.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) is part of an implanted system that exhibited noise, high threshold measurements, and high out of range pacing impedance. When the device was explanted, the is-1 lead came out of the header easily, whereas the other leads required retraction of the setscrews. There was a question of whether the abnormal measurements were related to this. No adverse patient effects were reported.